Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) noted that one of the valves was leaking as being reported by the clinic. As of this time, this crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that there were no issues on the device and no actions were taken. This observation no longer meets the definition of malfunction as it was confirmed that the device was operating normally. Amending MDR decision to MDR=no report.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) noted that one of the valves was leaking as being reported by the clinic. Additional information was received and indicated that there were no allegations against the device. As of this time, this crt-d remains in service. No adverse patient effects were reported.